Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported the vitek 2 gram-negative (gn) ID test kit (ref 21341) misidentified an non-shigella organism as shigella sonnei. Upon obtaining shigella sonnei identification, the customer repeated testing and obtained the same result. The isolate was sent to (B)(4) for confirmatory testing; the identification result obtained was a non-shigella organism. Biomerieux has requested submittal of patient isolate for internal testing. There is no indication or report from the hospital or treating physician to biomerieux that the organism misidentification led to any adverse event related to the patient's state of health. Internal biomerieux investigation will be initiated.

Manufacturer narrative:
Biomérieux internal investigation was conducted. The customer did not comply with biomérieux's request for culture submittal and raw test data. Only the lab report was submitted. Since the reference lab identification of the strain is unknown (i.e. "Not shigella"), it is not possible to analyze the submitted lab report for atypical reactions. The lab report contains the message "confirm with serology" along with the shigella sonnei identification. Identifications of shigella should be confirmed with serological testing or another method; the customer followed this instruction by sending the isolate to (B)(6) who then confirmed the strain was not a shigella. Evaluation of the manufacturing and qc batch records for the implicated vitek® 2 gn ID card lot indicates the lot passed on initial qc performance testing. No issues were observed. The vitek® 2 gn ID card lot 241345940 performed in accordance with specifications.